Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer?s report was observed at zoll medical corporation. However, during disassembly of the device to determine root cause, the technician observed water ingress. The device was unrepairable and recommended to be scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.